Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), pod packing coils (packing coils), ruby coils, and a guiding sheath. It should be noted that the patient¿s anatomy was moderately tortuous and mildly calcified. During the procedure, the physician successfully placed three ruby coils and six packing coils into the target vessel using the lantern. While attempting to advance another packing coil through the lantern, the physician experienced resistance in the mid-shaft of the lantern and was unable to advance the packing coil any further. Under fluoroscopy, it was observed that the packing coil had unintentionally detached. Therefore, the lantern containing the packing coil was removed. The procedure was completed using a new packing coil and lantern. There was no report of an adverse effect to the patient.